Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and other chronic/intract pain (trunk/limbs). It was reported the patient had poor communication and was last able to successfully charge the ins 3-4 weeks prior to call. The reason for not charging was that the patient stated he had other issues going on. The patient connected with the patient programmer, which indicated the ins was off. The patient¿s device would not show him how much juice he had left and could not reboot it. Antenna locate feature was attempted and the issue was not resolved. The patient further reported that he fell getting out of the shower sometime around (B)(6) 2018. His left knee hit the ¿bulk head¿ and he things he tore something in his knee and it is 3 times the size it should be. The patient has had a burning sensation going up his legs since 3 days prior to date of report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they tried restarting their device twice at the clinic but was unable to. They stated that their device is inoperative, and they need it removed or replaced. The patient noted that the physician that implanted their 2 previous devices no longer works in the area, therefore, they need a new physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they spoke to someone previously about getting help for their ins. They stated that they think they are going to have it replaced and would like to find a physician that could help. The patient noted that they had a fall in (B)(6) 2018 and was rushed into surgery. They then noticed that the stimulator was not working. Physician listings were emailed to the patient. No further complications were reported or anticipated.